Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed, fold creases. As per the investigation procedure wear abrasion, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture 3 for left side. Later, healthcare professional reported severe fold confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ creases/folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.